Event description:
Patient had an aortic valve replacement done four years ago. Patient diagnosed with disseminated m. Chimaera infection. A heater cooler device was used for the procedure. This is being reported per the FDA safety communication of october 2015. Possible aerosolization of water from the heater cooler device may have caused infection. Manufacturer response for heater cooler unit, stockert (per site reporter): none at this time. Notified afternoon of 1/28/2016.

Event description:
Patient had an aortic valve replacement done four years ago. Patient diagnosed with disseminated m. Chimaera infection. A heater cooler device was used for the procedure. This is being reported per the FDA safety communication of october 2015. Possible aerosolization of water from the heater cooler device may have caused infection. Manufacturer response for heater cooler unit, stockert (per site reporter). None at this time. Notified afternoon of event.